Manufacturer narrative:
The reported ventilator was investigated on-site by the third party company. The fse found traces of liquid contamination inside the filter's chamber of the air gas module. The repair of the device was handled by the third party service and no more information will be provided. The air gas module regulates the inspiratory gas flow and gas mixture. The liquid contamination in the air gas module had affected the delta pressure transducer on a printed circuit board inside the air gas module. The delta pressure transducer is part of the flow measuring in the gas module. The failure of the delta pressure transducer leads to inaccurate gas flow regulation which will be detected during pre-use check and alarms will be activated if the failure occurs during ventilation. The conclusion is that the most probable source of liquid contamination in the air gas module is a contaminated air gas from the hospital's central air gas system. According to the applicable user's manual, maximum levels of water (h2o < 7 g/m3) in the supplied gases to the ventilator must not be exceeded. The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the air gas module was contaminated with water. There was no patient harm. Manufacturer's ref. #: (B)(4).